Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information received information that this lead and non-boston scientific device were removed due to infection. No further patient symptoms were reported.